Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. External visual inspection was performed passed. A voltage test was performed and failed due to the unit having no voltage. The data file was reviewed and there was no data available. The reported customer complaint was undetermined because there was no data available. The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. The probable cause could not be determined.